Manufacturer narrative:
A quattro catheter was returned to zoll (B)(4) for evaluation. Device history record was reviewed for balloon bonding lot no 59489 found no nonconformities with the lot. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. A pinhole leak was noted at the distal balloon immediately after pressurizing the catheter. Following the test, all balloons deflated successfully without any issues. In conclusion, the evaluation of the returned devices confirmed the customer reported issue as a quattro catheter pinhole leak at the distal balloon. The exact root cause could not be determined. During manufacturing, all quattro catheters are 100% inspected for leaks . In addition, extension tubing is 100% tested for leaks and only units that passed are moved to the next process.

Event description:
It was reported that on (B)(6) 2016, during ivtm therapy, the attending nurse discovered that saline was leaking out from the balloons of the quattro catheter and red-tinged fluid in the start-up kit (suk) tubing was observed. The ivtm quattro catheter was inserted in the right femoral vein approximately two to three hours earlier. The ivtm system was to be used for therapeutic hypothermia on a patient who suffered a cardiac arrest. After the issue was discovered, the start-up kit (suk) was discontinued and the patient was placed on surface cooling device. No patient consequences were reported.